Event description:
The complaint description received is as follows: during a procedure to collect samples from the pancreatic mass and medistinum lesion, the first needle got bent approx 1 cm from the proximal end. While attempting the second puncture, the physician used another needle which also got bent from the proximal end. A third needle got bent during sampling from the medistinum mass. It was confirmed that the physician experienced difficulty retracting one out of three needles into the sheath, an echo-19-hd-c.

Manufacturer narrative:
This complaint is reportable to the FDA on the basis of the reporting precedence established for this product family for needle non retraction, regardless of the pt outcome. One echo device lot c882704 was returned for eval. The device was returned with the stylet fully inserted in the device and the needle advanced approx 1.5 cm from the sheath tip on receipt. There were no kinks visible along the length of the sheath or below the sheath extender when the sheath extender was positioned at reference mark 5. There were slight marks visible on the sheath approx 2.5 cm below the sheath extender corresponding to the sheath extender being positioned at reference mark 1.5. The stylet can be retracted and re inserted into the device easily. The needle could be fully advanced but could not be retracted. The handle was dismantled and the needle was removed. It was confirmed to be broken. The breakage point was measured to be approx 32 cm from the base of the proximal luer lock, corresponding with the end of the sheath extender. The distal needle tip was examined under the microscope and was noted to be bent backwards. It can be noted that the damage to the needle tip could have possibly occurred during the return shipment of the device, as the device was returned with the needle tip exposed from the sheath. The customer complaint was confirmed as the device was returned with the needle advanced and the needle could not be retracted. The most likely cause of this needle retraction issue may be attributed to the needle kinking below the sheath extender which led to a needle breakage. The kinking below the sheath extender mos likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced / retracted during the procedure it is possible this kink would result in needle breakage. As the conditions of device usage cannot be replicated during the laboratory eval it is not possible to conclusively state if this is the cause of this complaint. A review of the mfg records for echo devices of lot c882704 did not reveal any discrepancies that could have contributed to this complaint issue. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. The notes section of the instructions for use (IFU)0077-3 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends, and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There were no adverse effects to the pt reported due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.